Manufacturer narrative:
This device is not expected to be returned at this time; however, device analysis is not needed. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted due to infection/sepsis. This device system was not replaced at this time. No additional adverse patient effects were reported.